Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device dislocation ("one of the essure micro-inserts had migrated/micro-insert could not be located"), embedded device ("the other essure micro-insert was embedded in her uterus"), device breakage ("device became partially fragmented") and pregnancy with contraceptive device ("pregnant after the essure") in a (B)(6) female patient who had essure (batch no. A20059) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" on (B)(6) 2013 and device ineffective "device ineffective". The patient's past medical history included preterm labor, varicella, loop electrosurgical excision procedure, postpartum state, pregnancy (delivery of her last child), tubal ligation, migraine, multigravida, parity 4 (date: (B)(6) 2007, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014) and loop electrosurgical excision procedure. Concurrent conditions included endometriosis since 2012, phlebitis, iron deficiency anemia, arthritis, ovarian cyst ruptured, spider nevus, urinary frequency, urinary tract infection, superficial venous thrombosis of leg and cervical dysplasia (high grade sil.). Family history included type 2 diabetes mellitus (mother, grandparent),), stroke (father), bone cancer (grandparent), breast cancer (grandparent), congestive heart failure (grandparent), hypertension (grandparent), cerebrovascular accident, depression, diabetes mellitus, hypertension, arthritis, hyperlipidemia, breast cancer and ex-smoker. Concomitant products included docusate, ferrous sulfate, ibuprofen and prenatal vitamins. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 20 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe pain during menstruation/pain: menstruation pain"), menorrhagia ("heavy bleeding during menstruation/prolonged menses/menorrhagia"), abdominal pain lower ("severe lower abdominal pain/cramping when not menstruating/abdominal cramping when not menstruating"), pelvic pain ("pelvic pain when not menstruating/pelvic cramping when not mesntruating/pain: pelvis"), dyspareunia ("painful intercourse"), migraine ("worsening of migraine headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("pain: abdominal") and pain in extremity ("leg pain during menstrual periods"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"). In 2013, the patient experienced affect lability ("emotional instability"). In 2014, the patient experienced constipation ("constipation"). In (B)(6) 2016 the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), complication of device removal ("complication of device removal"), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("severe lower back pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety,"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016), and surgery (tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, embedded device, device breakage, complication of device removal, pregnancy with contraceptive device, dysmenorrhoea, back pain, migraine, affect lability, vaginal haemorrhage, vaginal discharge, fatigue, constipation, abdominal pain, pain in extremity, female sexual dysfunction, depression and anxiety outcome was unknown, the menorrhagia, abdominal pain lower and pelvic pain had not resolved, the dyspareunia and headache was resolving and the nausea had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, affect lability, anxiety, back pain, complication of device removal, constipation, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012- procedure note: trailing coils left were 3 and right 1. During her surgery on (B)(6) 2016 only one of the essure micro-inserts was removed and that the other micro-insert could not be located. Essure device at the right posterior fundus embedded in the myometrium and serosa. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix on an unknown date: abnormal. On (B)(6) 2015, trans pelvic and endovaginal ultrasound revealed, complex cyst on left likely a complex physiologic cyst. Right essure tube may have migrated into the uterine myometrium in the low uterus but is not well seen. Left essure tube not visible. In (B)(6) 2016, ultrasound scan vagina revealed one of the microinsert had migrated and the other (B)(6) 2016, essure device seen on ultrasound with evidence of having been dislodged and invading into the myometrium. On (B)(6) 2016, surgical pathology report revealed procedure began with the hysteroscopy. The obvious abnormality visualized on the uterine corpus is that of an embedded essure coil present. At the posterior fundus to the right of midline. The distal end of the essure device protruding out of the myometrium and serosa with 3 to 4 coils visible. The remainder of the device is imbedded in a rather shallow fashion under the serosa and into the myometrium. The fallopian tube was inspected on the right side and there are some white strands of what appear to be residual plain gut suture. The patient¿s complaints of pelvic pain and dyspareunia would be a possibility of this creating an inflammatory reaction that may be giving her pelvic discomfort. The same phenomenon is present on the left fallopian tube as well. The specimen was easily removed through the assistant port. The tip of the coil with the bipolar was gently held by grasper while it was incised around the myometrium with the hope of removing the device intact. As dissection was continued the device became partially fragmented with the dacron cord sliding out of the overlying coils. The essure coils were dissect out carefully from the serosa and myometrium, the entire device had been removed. Unable to locate the second essure coil within the abdomen or the uterine cavity. Physician suspect that it has either expelled prior to or during her most recent pregnancy. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming (device dislocation), device breakage, pregnancy with contraceptive device, pelvic pain, dysmenorrhea, dyspareunia and migraine headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: psychological or psychiatric problems condition: depression and anxiety were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device dislocation ("one of the essure micro-inserts had migrated/micro-insert could not be located"), embedded device ("the other essure micro-insert was embedded in her uterus"), device breakage ("device became partially fragmented") and pregnancy with contraceptive device ("pregnant after the essure") in a 24-year-old female patient who had essure (batch no. A20059) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" on 2-jan-2013 and device ineffective "device ineffective". The patient's past medical history included preterm labor, varicella, loop electrosurgical excision procedure, postpartum state, pregnancy (delivery of her last child), tubal ligation, migraine, multigravida, parity 4 (date: (B)(6) 2007, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014) and loop electrosurgical excision procedure. Concurrent conditions included endometriosis since 2012, phlebitis, iron deficiency anemia, arthritis, ovarian cyst ruptured, spider nevus, urinary frequency, urinary tract infection, superficial venous thrombosis of leg and cervical dysplasia (high grade sil.). Family history included type 2 diabetes mellitus (mother, grandparent),), stroke (father), bone cancer (grandparent), breast cancer (grandparent), congestive heart failure (grandparent), hypertension (grandparent), cerebrovascular accident, depression, diabetes mellitus, hypertension, arthritis, hyperlipidemia, breast cancer and ex-smoker. Concomitant products included docusate, ferrous sulfate, ibuprofen and prenatal vitamins. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 20 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe pain during menstruation/pain: menstruation pain"), menorrhagia ("heavy bleeding during menstruation/prolonged menses/menorrhagia"), abdominal pain lower ("severe lower abdominal pain/cramping when not menstruating/abdominal cramping when not menstruating"), pelvic pain ("pelvic pain when not menstruating/pelvic cramping when not mesntruating/pain: pelvis"), dyspareunia ("painful intercourse"), migraine ("worsening of migraine headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("pain: abdominal") and pain in extremity ("leg pain during menstrual periods"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), complication of device removal ("complication of device removal"), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("severe lower back pain"), affect lability ("emotional instability") and constipation ("constipation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016), surgery (bilateral salpingectomy on (B)(6) 2016), surgery (bilateral salpingectomy on (B)(6) 2016), surgery (bilateral salpingectomy on (B)(6) 2016), surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, embedded device, device breakage, complication of device removal, pregnancy with contraceptive device, dysmenorrhoea, back pain, migraine, affect lability, vaginal haemorrhage, vaginal discharge, fatigue, constipation, abdominal pain, pain in extremity and female sexual dysfunction outcome was unknown, the menorrhagia, abdominal pain lower and pelvic pain had not resolved, the dyspareunia and headache was resolving and the nausea had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, affect lability, back pain, complication of device removal, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012- procedure note: trialing coils left were 3 and right 1. During her surgery on (B)(6) 2016 only one of the essure micro-inserts was removed and that the other micro-insert could not be located. Essure device at the right posterior fundus embedded in the myometrium and serosa. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: abnormal on (B)(6) 2015, trans pelvic and endovaginal ultrasound revealed, complex cyst on left likely a complex physiologic cyst. Right essure tube may have migrated into the uterine myometrium in the low uterus but is not well seen. Left essure tube not visible. In (B)(6) 2016, ultrasound scan vagina revealed one of the microinsert had migrated and the other was imbedded in her uterus. On (B)(6) 2016, essure device seen on ultrasound with evidence of having been dislodged and invading into the myometrium. On (B)(6) 2016, surgical pathology report revealed procedure began with the hysteroscopy. The obvious abnormality visualized on the uterine corpus is that of an embedded essure coil present. At the posterior fundus to the right of midline. The distal end of the essure device protruding out of the myometrium and serosa with 3 to 4 coils visible. The remainder of the device is imbedded in a rather shallow fashion under the serosa and into the myometrium. The fallopian tube was inspected on the right side and there are some white strands of what appear to be residual plain gut suture. The patient¿s complaints of pelvic pain and dyspareunia would be a possibility of this creating an inflammatory reaction that may be giving her pelvic discomfort. The same phenomenon is present on the left fallopian tube as well. The specimen was easily removed through the assistant port. The tip of the coil with the bipolar was gently held by grasper while it was incised around the myometrium with the hope of removing the device intact. As dissection was continued the device became partially fragmented with the dacron cord sliding out of the overlying coils. The essure coils were dissect out carefully from the serosa and myometrium, the entire device had been removed. Unable to locate the second essure coil within the abdomen or the uterine cavity. Physician suspect that it has either expelled prior to or during her most recent pregnancy. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record : confirming (device dislocation), device breakage, pregnancy with contraceptive device, pelvic pain, dysmenorrhea, dyspareunia and migraine headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device dislocation ("one of the essure micro-inserts had migrated/micro-insert could not be located"), embedded device ("the other essure micro-insert was embedded in her uterus"), device breakage ("device became partially fragmented") and pregnancy with contraceptive device ("pregnant after the essure") in a 24-year-old female patient who had essure (batch no. A20059) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" on (B)(6) 2013 and device ineffective "device ineffective". The patient's past medical history included preterm labor, varicella, loop electrosurgical excision procedure, postpartum state, pregnancy (delivery of her last child), tubal ligation, migraine, multigravida, parity 4 (date: (B)(6) 2007, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014) and loop electrosurgical excision procedure. Concurrent conditions included endometriosis since 2012, phlebitis, iron deficiency anemia, arthritis, ovarian cyst ruptured, spider nevus, urinary frequency, urinary tract infection, superficial venous thrombosis of leg and cervical dysplasia (high grade sil.). Family history included type 2 diabetes mellitus (mother, grandparent),), stroke (father), bone cancer (grandparent), breast cancer (grandparent), congestive heart failure (grandparent), hypertension (grandparent), cerebrovascular accident, depression, diabetes mellitus, hypertension, arthritis, hyperlipidemia, breast cancer and ex-smoker. Concomitant products included docusate, ferrous sulfate, ibuprofen and prenatal vitamins. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 20 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe pain during menstruation/pain: menstruation pain"), menorrhagia ("heavy bleeding during menstruation/prolonged menses/menorrhagia"), abdominal pain lower ("severe lower abdominal pain/cramping when not menstruating/abdominal cramping when not menstruating"), pelvic pain ("pelvic pain when not menstruating/pelvic cramping when not mesntruating/pain: pelvis"), dyspareunia ("painful intercourse"), migraine ("worsening of migraine headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("pain: abdominal") and pain in extremity ("leg pain during menstrual periods"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"). In 2013, the patient experienced affect lability ("emotional instability"). In 2014, the patient experienced constipation ("constipation"). In february 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), complication of device removal ("complication of device removal"), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("severe lower back pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety,"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016), surgery (bilateral salpingectomy on (B)(6) 2016), surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, embedded device, device breakage, complication of device removal, pregnancy with contraceptive device, dysmenorrhoea, back pain, migraine, affect lability, vaginal haemorrhage, vaginal discharge, fatigue, constipation, abdominal pain, pain in extremity, female sexual dysfunction, depression and anxiety outcome was unknown, the menorrhagia, abdominal pain lower and pelvic pain had not resolved, the dyspareunia and headache was resolving and the nausea had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, affect lability, anxiety, back pain, complication of device removal, constipation, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012- procedure note: trailing coils left were 3 and right 1. During her surgery on (B)(6) 2016 only one of the essure micro-inserts was removed and that the other micro-insert could not be located. Essure device at the right posterior fundus embedded in the myometrium and serosa. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: abnormal on (B)(6) 2015, trans pelvic and endovaginal ultrasound revealed, complex cyst on left likely a complex physiologic cyst. Right essure tube may have migrated into the uterine myometrium in the low uterus but is not well seen. Left essure tube not visible. In feb-2016, ultrasound scan vagina revealed one of the microinsert had migrated and the other was imbedded in her uterus. On (B)(6) 2016, essure device seen on ultrasound with evidence of having been dislodged and invading into the myometrium. On (B)(6) 2016, surgical pathology report revealed procedure began with the hysteroscopy. The obvious abnormality visualized on the uterine corpus is that of an embedded essure coil present. At the posterior fundus to the right of midline. The distal end of the essure device protruding out of the myometrium and serosa with 3 to 4 coils visible. The remainder of the device is imbedded in a rather shallow fashion under the serosa and into the myometrium. The fallopian tube was inspected on the right side and there are some white strands of what appear to be residual plain gut suture. The patient¿s complaints of pelvic pain and dyspareunia would be a possibility of this creating an inflammatory reaction that may be giving her pelvic discomfort. The same phenomenon is present on the left fallopian tube as well. The specimen was easily removed through the assistant port. The tip of the coil with the bipolar was gently held by grasper while it was incised around the myometrium with the hope of removing the device intact. As dissection was continued the device became partially fragmented with the dacron cord sliding out of the overlying coils. The essure coils were dissect out carefully from the serosa and myometrium, the entire device had been removed. Unable to locate the second essure coil within the abdomen or the uterine cavity. Physician suspect that it has either expelled prior to or during her most recent pregnancy. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record : confirming (device dislocation), device breakage, pregnancy with contraceptive device, pelvic pain, dysmenorrhea, dyspareunia and migraine headache. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device dislocation ("one of the essure micro-inserts had migrated/micro-insert could not be located"), embedded device ("the other essure micro-insert was embedded in her uterus"), device breakage ("device became partially fragmented") and pregnancy with contraceptive device ("pregnant after the essure") in a 24-year-old female patient who had essure (batch no. A20059) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" on (B)(6) 2013 and device ineffective "device ineffective". The patient's past medical history included preterm labor, varicella, loop electrosurgical excision procedure, postpartum state, pregnancy (delivery of her last child), tubal ligation, migraine, multigravida, parity 4 (date: (B)(6) 2007, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014) and loop electrosurgical excision procedure. Concurrent conditions included endometriosis since 2012, phlebitis, iron deficiency anemia, arthritis, ovarian cyst ruptured, spider nevus, urinary frequency, urinary tract infection, superficial venous thrombosis of leg and cervical dysplasia (high grade sil.). Family history included type 2 diabetes mellitus (mother, grandparent),), stroke (father), bone cancer (grandparent), breast cancer (grandparent), congestive heart failure (grandparent), hypertension (grandparent), cerebrovascular accident, depression, diabetes mellitus, hypertension, arthritis, hyperlipidemia, breast cancer and ex-smoker. Concomitant products included docusate, ferrous sulfate, ibuprofen and prenatal vitamins. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 20 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe pain during menstruation/pain: menstruation pain"), menorrhagia ("heavy bleeding during menstruation/prolonged menses/menorrhagia"), abdominal pain lower ("severe lower abdominal pain/cramping when not menstruating/abdominal cramping when not menstruating"), pelvic pain ("pelvic pain when not menstruating/pelvic cramping when not mesntruating/pain: pelvis"), dyspareunia ("painful intercourse"), migraine ("worsening of migraine headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("pain: abdominal") and pain in extremity ("leg pain during menstrual periods"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), complication of device removal ("complication of device removal"), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("severe lower back pain"), affect lability ("emotional instability") and constipation ("constipation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016), surgery (bilateral salpingectomy on (B)(6) 2016), surgery (bilateral salpingectomy on (B)(6) 2016), surgery (bilateral salpingectomy on (B)(6) 2016), surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, embedded device, device breakage, complication of device removal, pregnancy with contraceptive device, dysmenorrhoea, back pain, migraine, affect lability, vaginal haemorrhage, vaginal discharge, fatigue, constipation, abdominal pain, pain in extremity and female sexual dysfunction outcome was unknown, the menorrhagia, abdominal pain lower and pelvic pain had not resolved, the dyspareunia and headache was resolving and the nausea had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, affect lability, back pain, complication of device removal, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012- procedure note: trialing coils left were 3 and right 1. During her surgery on (B)(6) 2016 only one of the essure micro-inserts was removed and that the other micro-insert could not be located. Essure device at the right posterior fundus embedded in the myometrium and serosa. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: abnormal on (B)(6) 2015, trans pelvic and endovaginal ultrasound revealed, complex cyst on left likely a complex physiologic cyst. Right essure tube may have migrated into the uterine myometrium in the low uterus but is not well seen. Left essure tube not visible. In (B)(6) 2016, ultrasound scan vagina revealed one of the microinsert had migrated and the other was imbedded in her uterus. On (B)(6) 2016, essure device seen on ultrasound with evidence of having been dislodged and invading into the myometrium. On (B)(6) 2016, surgical pathology report revealed procedure began with the hysteroscopy. The obvious abnormality visualized on the uterine corpus is that of an embedded essure coil present. At the posterior fundus to the right of midline. The distal end of the essure device protruding out of the myometrium and serosa with 3 to 4 coils visible. The remainder of the device is imbedded in a rather shallow fashion under the serosa and into the myometrium. The fallopian tube was inspected on the right side and there are some white strands of what appear to be residual plain gut suture. The patient¿s complaints of pelvic pain and dyspareunia would be a possibility of this creating an inflammatory reaction that may be giving her pelvic discomfort. The same phenomenon is present on the left fallopian tube as well. The specimen was easily removed through the assistant port. The tip of the coil with the bipolar was gently held by grasper while it was incised around the myometrium with the hope of removing the device intact. As dissection was continued the device became partially fragmented with the dacron cord sliding out of the overlying coils. The essure coils were dissect out carefully from the serosa and myometrium, the entire device had been removed. Unable to locate the second essure coil within the abdomen or the uterine cavity. Physician suspect that it has either expelled prior to or during her most recent pregnancy. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record : confirming (device dislocation), device breakage, pregnancy with contraceptive device, pelvic pain, dysmenorrhea, dyspareunia and migraine headache. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received: reporters details added. Event outcome added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device dislocation ("one of the essure micro-inserts had migrated/micro-insert could not be located"), embedded device ("the other essure micro-insert was embedded in her uterus"), device breakage ("device became partially fragmented") and pregnancy with contraceptive device ("pregnant after the essure") in a 24-year-old female patient who had essure (batch no. A20059) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" on (B)(6) 2013 and device ineffective "device ineffective". The patient's past medical history included preterm labor, varicella, loop electrosurgical excision procedure, postpartum state, pregnancy (delivery of her last child), tubal ligation, migraine, multigravida, parity 4 (date: (B)(6) 2007, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014) and loop electrosurgical excision procedure. Concurrent conditions included endometriosis since 2012, phlebitis, iron deficiency anemia, arthritis, ovarian cyst ruptured, spider nevus, urinary frequency, urinary tract infection, superficial venous thrombosis of leg and cervical dysplasia (high grade sil.). Family history included type 2 diabetes mellitus (mother, grandparent), stroke (father), bone cancer (grandparent), breast cancer (grandparent), congestive heart failure (grandparent), hypertension (grandparent), cerebrovascular accident, depression, diabetes mellitus, hypertension, arthritis, hyperlipidemia, breast cancer and ex-smoker. Concomitant products included docusate, ferrous sulfate, ibuprofen and prenatal vitamins. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 20 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("abnormally severe pain during menstruation/pain: menstruation pain"), menorrhagia ("heavy bleeding during menstruation/prolonged menses/menorrhagia"), abdominal pain lower ("severe lower abdominal pain/cramping when not menstruating/abdominal cramping when not menstruating"), pelvic pain ("pelvic pain when not menstruating/pelvic cramping when not menstruating/pain: pelvis"), dyspareunia ("painful intercourse"), migraine ("worsening of migraine headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("pain: abdominal") and pain in extremity("leg pain during menstrual periods"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), complication of device removal ("complication of device removal"), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("severe lower back pain"), affect lability ("emotional instability") and constipation ("constipation"). The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016), and tubal ligation was performed. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, embedded device, device breakage, complication of device removal, pregnancy with contraceptive device, back pain, dyspareunia, migraine, affect lability, vaginal haemorrhage, headache, nausea, vaginal discharge, fatigue, constipation, abdominal pain, the last episode of dysmenorrhoea and female sexual dysfunction outcome was unknown and the menorrhagia, abdominal pain lower and pelvic pain had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, affect lability, back pain, complication of device removal, constipation, device breakage, device dislocation, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage, dysmenorrhoea and pain in extremity to be related to essure. The reporter commented: (B)(6) 2012- procedure note: trailing coils left were 3 and right 1. During her surgery on (B)(6) 2016 only one of the essure micro-inserts was removed and that the other micro-insert could not be located. Essure device at the right posterior fundus embedded in the myometrium and serosa. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: abnormal. On (B)(6) 2015, trans pelvic and endovaginal ultrasound revealed, complex cyst on left likely a complex physiologic cyst. Right essure tube may have migrated into the uterine myometrium in the low uterus but is not well seen. Left essure tube not visible. In (B)(6) 2016, ultrasound scan vagina revealed one of the micro insert had migrated and the other was imbedded in her uterus. On (B)(6) 2016, essure device seen on ultrasound with evidence of having been dislodged and invading into the myometrium. On (B)(6) 2016, surgical pathology report revealed procedure began with the hysteroscopy. The obvious abnormality visualized on the uterine corpus is that of an embedded essure coil present. At the posterior fundus to the right of midline. The distal end of the essure device protruding out of the myometrium and serosa with 3 to 4 coils visible. The remainder of the device is imbedded in a rather shallow fashion under the serosa and into the myometrium. The fallopian tube was inspected on the right side and there are some white strands of what appear to be residual plain gut suture. The patient¿s complaints of pelvic pain and dyspareunia would be a possibility of this creating an inflammatory reaction that may be giving her pelvic discomfort. The same phenomenon is present on the left fallopian tube as well. The specimen was easily removed through the assistant port. The tip of the coil with the bipolar was gently held by grasper while it was incised around the myometrium with the hope of removing the device intact. As dissection was continued the device became partially fragmented with the dacron cord sliding out of the overlying coils. The essure coils were dissect out carefully from the serosa and myometrium, the entire device had been removed. Unable to locate the second essure coil within the abdomen or the uterine cavity. Physician suspect that it has either expelled prior to or during her most recent pregnancy. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming (device dislocation), device breakage, pregnancy with contraceptive device, pelvic pain, dysmenorrhea, dyspareunia and migraine headache. Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case is medically confirmed. Patient¿s historical family history and concurrent condition was added. Essure insertion and removal date was updated. Events: device became partially fragmented and complication of device removal was added. Reporter information was updated. Her demographics were updated. Essure indication was amended. Treatment medication and concomitant medications were added. Events: perforation (fallopian tube), perforation (uterus), pregnant with essure), emotional instability, abnormal vaginal bleeding, menorrhagia, headaches, nausea, vaginal discharge, fatigue, constipation, pain abdominal, leg pain during menstrual periods, apareunia and she did not underwent essure confirmation test were added. In addition, reporter was added. Patient¿s historical condition and concurrent condition was updated. Lab data was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure micro-inserts had migrated/micro-insert could not be located") and embedded device ("the other essure micro-insert was imbedded in her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation"), menorrhagia ("heavy bleeding during menstruation/prolonged menses"), back pain ("severe lower back pain"), abdominal pain lower ("severe lower abdominal pain/cramping when not menstruating/abdominal cramping when not menstruating"), pelvic pain ("pelvic pain when not menstruating/pelvic cramping when not menstruating"), dyspareunia ("painful intercourse") and migraine ("worsening of migraine headaches"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). At the time of the report, the device dislocation, embedded device, dysmenorrhoea, back pain, dyspareunia and migraine outcome was unknown and the menorrhagia, abdominal pain lower and pelvic pain had not resolved. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: during her surgery on (B)(6) 2016 only one of the essure micro-inserts was removed and that the other micro-insert could not be located. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2016: one of the microinsertion had migrated and the other was imbedded in her uterus. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.